Manufacturer narrative:
(B)(4). The evaluation and repair of the device is not yet complete.

Event description:
Report received that the ventilator stopped cycling while in use on a patient. The patient was manually ventilated. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation of the device has been completed. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.